Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from iqvia regarding a patient receiving baclofen via an implanted pump. It was reported the patient tried a baclofen pump but it did not work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.